Event description:
Cytyc technical service received a call, inquiring about the methanol content in preservcyt solution. The caller informed technical service that a child had swallowed the contents of a preservcyt solution vial. Technical service then contacted the initial reporter, a nurse practitioner, she indicated that the child, reached for the loosely capped vial on top of the counter and ingested the preservcyt solution. It is unknown whether the vial contained a patient specimen or how much was actually ingested. Following ingestion, the child vomited and was taken to the emergency room. Technical service followed up with the nurse two days after the event and she reported that the child was ok and did not experience any further symptoms associated with the ingestion of preservcyt solution.

Manufacturer narrative:
Na